Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they purchased a new t.w. Power supply recently, and during the procedure whilst attempting to harvest, they have since noticed the adapters are not seating normally into the power supply, they have tried several different vh-4020's thus isolating the issue to the new generator. The faulty connection results in energy not being delivered unless someone is physically holding the components together. The team tried multiple adapters and realized it needed to be physically held together to deliver energy, therefore a different vh-3010 was used and has been used since. There was a delay of 5 minutes to trouble shoot. There were no effects to the patient.

Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1 the device was returned to the factory for evaluation on 10/21/2025. An investigation was conducted on 10/21/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The power cord was able to be attached with no visual or phyrical difficulties observed. The green lights on the power supply were illuminated, indicating sufficient power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did pass the pre-cautery test. Visible steam or heat was produced when the device was activated and a tone was audible from the power supply upon activation. An activation and transection capability test was performed over two (2) repetitions using "max life test method stm2048073. The device successfully transected tissue five times. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to deliver energy" and "connection problem" were not confirmed. A manufacturing engineer evaluation was requested on 10/22/2025 and pending results. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.50 vdc (passed test) low current output: 3.98 amps dc (passed test} high current output: 5.96 amps dc (passed test) the complaint vasoview hemopro power supply passed all three output tests. Based on the manufacturing engineering evaluation, the reported failures " failure to deliver energy" and "connection problem" were not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a